Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels exceeding 20 mmol/l (360 mg/dl) and vomiting, while wearing the pod on the abdomen between 36 and 48 hours. Insulin was noticed to be leaking out. At the hospital, the patient was administered insulin manually and blood test was performed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.